Event description:
The c-arm and the table would not move while the procedure was on-going. Soft re-boot was performed without success. Hard re-boot was then done, the c-arm moved but the table was only movable by manually pushing. Procedure was completed without complications. Taken out of service until manufacturer could do diagnostic check on monday morning. Per site reporter: manufacturer came to facility and repaired the c-arm.